Event description:
Reportedly, damages were observed to the svc and rv defibrillation electrodes by means of fluoroscopy after positioning. Another lead was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.